Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of oversensing due to competitive atrial pacing were noted on the device. Technical support was contacted and provided reprogramming recommendations which will be implemented at the next follow-up in clinic. The patient was stable.